Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.168.000s. Lot: 57p8779. Manufacturing site: (B)(4). Release to warehouse date: 09 june 2020. Expiry date: 01 may 2030. A manufacturing record evaluation was performed for the finished device part: 04.168.000s, lot:57p8779 , and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient underwent a revision operation. During the removal surgery the locking screw was unable to be removed using the screw driver because the bone on the proximal side was not stable and the bone union had not been achieved. The locking screw was removed by cutting the head of the locking screw while using the hospital-owned extraction instruments. The reoperation was successfully completed with a 120-minute delay. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 2 of 3 for (B)(4). This complaint is linked to (B)(4).